Event description:
Customer reports 2 events of dvts associated with powerglide pro midline catheters. Details are unknown. No other information was provided. This report addresses the second event.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.